Event description:
There was no report of patient harm. The time of event is unknown. No known adverse event. Refer to expiration date as complaint notification date. Customer reported he & his other physicians have noticed a slow deterioration of image quality since the install.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: it is possible that the event was caused by the deterioration of image-related parts due to use, but it has not been determined.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. H4:device manufacture date. Evaluation summary gfe (good faith effort) was performed, but no response was obtained, and the device did not return, so the cause is unknown. Regarding the content of the image abnormality, it was determined that it was not due to design/manufacturing because there was no abnormal increase in the number of image abnormalities.

Manufacturer narrative:
Correction information g4:. Premarket identification PMA/510(k) g6: follow up #2 h2:if follow-up, what type?